Manufacturer narrative:
Device history records review was completed for part: 03.037.028, lot: 9345765. Manufacturing location: (B)(4), release to warehouse date: may 12, 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation was completed. The cannulated flexible shaft broke at the transition between the most distal flexible link and the distal shaft. The device shows minor surface wear which does not impact functionality. The received condition agrees with the complaint condition therefore the complaint is confirmed. The outer diameter of the shaft closest to the break was measured to be 7.99mm which is within specifications of 7.985-8.0mm; measured using caliper ca301. The relevant drawings, reflecting the current and manufacturing revisions, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint condition was able to be confirmed as the device was found to be broken. Based on the complaint description it is likely that method of use contributed to the device failure. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an unknown procedure due to hip fracture. During the procedure using the proximal femoral nailing system (tfna), a screwdriver, hexagonal 5.0 mm, flexible, cannulated was used to advance the locking mechanism in the nail after inserting the helical blade. After the locking mechanism in the nail was fully advanced, the surgeon continued to advance the locking mechanism. Due to the surgeon's strength and over-rotation, the flexible screwdriver broke at or near the flexible joint closest to the driver's head. The tip of the driver remained connected at the joint despite the breakage. After less than a minute the surgeon was able to remove the broken driver and the procedure was successfully completed by temporarily replacing the screwdriver with one from another set in the facility. There was a surgical delay of one (1) minute. Patient outcome is unknown. Concomitant device: tfn-advanced system, long nails, 11 mm (part # 04.037.160s, lot # h353404, quantity # 1). This report is for one (1) flexible screwdriver. This is report 1 of 1 for (B)(4).